Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a blood glucose (bg) level of 700 mg/dl. The cause of elevated bg was unknown. Details of the hospitalization were not provided. The customer reverted to an alternative method of insulin therapy.